Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the o2 sensor to resolve the issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer that during patient use, the 840 ventilator generated an oxygen (o2) sensor alarm. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.